Event description:
An optometrist reported a case of trace diffuse lamellar keratitis (dlk), for one right eye, observed two days after lasik surgery. Pt was stated to have been treated with steroid drops. Upon further follow up, reporter stated the dlk resolved completely, with treatment, and the post op uncorrected acuity was noted to be 20/15 at the one week post-op visit.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).